Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred in the left atrial appendage. The patient became hypotensive during the transseptal puncture, and a pericardial effusion was noted on the ultrasound. The size of the pericardial effusion was measured using ultrasound every 10 minutes. Because the pericardial effusion did not increase, no pericardiocentesis was performed. The procedure was completed, and the patient was stabilized. It was suspected that the dilator of the sheath had perforated the atrial appendage during the transseptal puncture. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.